Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck on the rewind screen, and the issue was not resolved by a battery removal and reinsertion. The blood glucose reading was 194 mg/dl. The customer stated that the insulin pump would rewind, and when she pressed the button to give drips prior to connecting with the infusion set, the device would not proceed. Upon troubleshooting, it was found that the insulin pump failed the motor displacement test. The customer was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.